Manufacturer narrative:
Product evaluation: the sample was returned. Solution, broken haptic damage and optic broken/torn into pieces was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The specific root cause could not be determined for the reported complaint. Based on most current information, the lot number information provided for the replacement lens indicates the replacement lens was a similar lens model that was 1.5 diopters less. Lens was torn into pieces, similar in appearance to damage created while explanting a lens. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery center administrator reported an unknown unexpected outcome following an intraocular lens (iol) implant procedure. The lens was removed and replaced due to blurred and double vision with distortions.